Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq feature would suspend insulin when attempting to "pre-bolus" causing the customers blood glucose level to go "high". Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.